Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the displacement accuracy test. However, power loss alarm, low battery alarm and power system error was confirmed in the long trace file. Detailed trace analysis confirmed the pump alarmed power loss alarm, low battery and power system error was triggered due to connector resistance issues j6. After disconnecting and reconnecting the internal battery connector at the j6 printed circuit board assembly the insulin pump was monitored and functioned properly. Then power management parameters graph confirmed the unloaded voltage and loaded voltage was within spec range. No unexpected no motor movement alarm noted during our testing. The motor was tested outside of the device and passed. The insulin pump had minor scratched display window, scratched case, missing serial number label, pillowing keypad overlay and keypad overlay texture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not working properly. In the alarm history there were low reservoir, pump error 38, and 12 power error detected alarms. The customer was hospitalized with a blood glucose level of over 500 mg/dl. The customer treated their blood glucose level with pens. The customer was advised that the device would be replaced and agreed to return the product for analysis.